Event description:
Customer alleged the chair was halting intermittently and showing 205 fault code. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model tdxsp, serial number/date code (B)(4) is approximately 9 months old. The owner's manual part number 1143190 rev k (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device states that motors and controller have been replaced. The dealer stated that the consumers power chair is stopping intermittently. The motors and controller have been replaced but the chair is still halting and showing a 205 fault code. The consumer has been using the device for 6 months. No injury.